Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR. Report #1627487-2015-06427, 1627487-2015-06428, 1627487-2015-06429. Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's leads were explanted and replaced. Effective stimulation was reportedly restored postoperative, and the issue has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR. Report #1627487-2015-06427, 1627487-2015-06428, 1627487-2015-06429. It was reported the patient experienced auto-reducing from her scs system. An sjm representative met with the patient and confirmed high impedances were present on all four of the patient's leads. X-rays taken indicated a lead fracture was present. Surgical intervention is planned for a later date to address the issue.